Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report difficulty removing the lock line. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. During clip deployment prior to removing the lock line, the user did not confirm that the line was free of knots or resistance and went on to pull one end of the lock line. After pulling approximately 5cm of one side of the lock line, resistance was felt, and the lock line got stuck. One end of the lock line pulled into the device, the lock lever could not be unlocked by pulling the other end of the lock line and the clip could not be inverted. The decision was made to deploy the clip in a2-p2. Finally, the lock line was able to be retrieved from the tip of the clip introducer without resistance, not from the cds handle. Mr was reduced to 1+. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The reported difficulty removing the lock line was confirmed via returned device analysis. The reported clip actuation issue (unable to invert) and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The improper or incorrect procedure or method was due to not ensuring that lock line was not twisted/knotted. It should be noted that the mitraclip nt system instructions for use instructs the user to separate the ends of the lock lines so that no twists or knots are present. It was reported that the user did not ensure that there was no knot or twist in the lock line; however, it is undetermined if this deviation caused or contributed to the reported issues. Based on the information provided and the results of the returned device analysis the difficulty removing the lock line appears to be related to the observed knot. However, a conclusive cause for the knot cannot be determined. The inability to invert the clip also appears to be related to the observed knot as the knot prevented the lock lever to be unlocked to open the clip. There is no indication of product issue with respect to manufacture, design or labeling.na.